Manufacturer narrative:
(B)(4). It was reported that the device was producing an incomplete mesh. It was clarified that the device gave an incomplete mesh on very thin skin, during the meshing of previously recovered cadaveric skin. There was no damage to the device. The event was not identified immediately upon receipt and the surgical technique for the product was followed. The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter and a 2:1 ratio cutter for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher nineteen times as documented in the repair reports. The last repair was january 26, 2018 where it was reported that the device produced an incomplete mesh and the comb and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter once as documented in the repair reports. The last repair was january 26, 2018 where the cutter was returned with mesher and the cutter produced an incomplete mesh. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated 1.5:1 cutter twice as documented in the repair reports. The last repair was january 26, 2018 where the cutter was returned with mesher and the cutter produced an incomplete mesh. Product review of the skin graft mesher on april 21, 2018 revealed that the calibration was within specifications and produced a passing sample mesh. The carrier guide block and roller gear were damaged and needed replaced. The 1.5:1 ratio cutter and the 2:1 ratio cutter both produced an incomplete mesh and were deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on april 21, 2018 which included replacement of the carrier guide block and roller gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the account¿s cutters both produced an incomplete mesh. The cause of the incomplete mesh was due to the damaged cutters. The root cause of the incomplete mesh could not be determined with the provided information since it is unknown how the cutters became damaged. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the skin graft mesher produced incomplete mesh. No adverse events were reported as a result of this malfunction.